Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-1934bcf-2 sutr anch,bio-comp s-tak serial/batch number (B)(6) was received for evaluation. Functional testing cannot be performed due to device was received damaged. A visual inspection revealed a missing anchor/screw from the shaft¿s tip. The evaluation of the suture¿s tip found filament and a piece of the screw on the suture, with clear indications that the screw had broken off. The most likely cause(s) of the reported failure can be user error, such as misaligned insertion, prying/leveraging, and/or applying excessive force on the device during use.

Event description:
On 31st october 2024, it was reported by an arthrex employee via email that for an ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, the anchor broke during insertion. This was detected during a mglenolabial suturing surgery on (B)(6) 2024. All fragments were retrieved from the patient. Procedure was successfully completed by using another new ar-1927bcf-2. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.